Manufacturer narrative:
Concomitant medical products: patient medications: aspirin, lipitor, vitamin d3, toprol-xl, effient, and altace. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak. Images dated (B)(6) 2019, were sent to gore imaging services for evaluation. Per the evaluation the length from the lowest renal artery to the proximal end of the implanted trunk appears to be 14.4 mm. Migration of the trunk and growth of the aneurysm cannot be confirmed as only one time point was provided for evaluation. There does not appear to be any visible contrast outside implanted devices on images provided for evaluation.

Event description:
On (B)(6) 2014, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the procedure. The physician office stated that the date the event was identified was on (B)(6) 2019 (these images are not available). On (B)(6) 2019, the physician reintervened to treat an enlarging abdominal aortic aneurysm secondary to distal migration of previous implanted aortic stent graft with a probable type I endoleak. The physician implanted two gore® excluder® aaa aortic extender endoprostheses, the endoleak was resolved. The patient tolerated the procedure.